Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap splenectomy, the device locked out and would not open, they had to cut around the device to remove it from the tissue. Another like device was used to complete the case. There were no patient consequence. After they removed the device upon inspection, they felt they may have stapled over a hemoclip.